Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test and occlusion test due to missing retainer and reservoir tube lip o-ring. The power management tool confirmed pump error and power loss alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 /pcba 1, pump was monitored and functioned properly. The pump alarmed pump errors while being monitored and noted in the history file with line number 0 and file number 6. Unable to verify root cause per r and d. Pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 15 mmol/l at the time of the incident. The customer stated that the power error recurred within a week of previous troubleshoot. The product was returned for analysis.